Event description:
It was reported that using a femoral artery access approach during a procedure of the chronic totally occluded, heavily calcified, 98% stenosed, de novo, mid right coronary artery after pre-dilatation with a balloon the 2.75 x 28 mm xience prime stent delivery system (sds) was advanced but could not cross the lesion. It was noted that the proximal shaft became detached, however, it was removed without reported incident. A second xience prime sds was used in the procedure without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.